Event description:
It was reported that the customer thinks the infusion device should have displayed e1 (cartridge empty), but failed to on several occasions when the insulin level reached 0 units of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.